Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) received an inquiry from a managing healthcare provider (hcp) today regarding an impedance issue between 0 <(>&<)> 1 electrodes measuring low. Short contacts were reviewed. Programming around a short and if electrode 0 or 1 electrode was used were discussed. The rep will reach back to the managing hcp to discuss further.